Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: investigation summary the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found that the device comes in used condition. The white sleeve tip was found deformed due to the use. The first plate is partially deployed. Biological matter can be observed on the first plate and needle which is blocking the sliding motion of the plate. No other anomalies were noted. Functional test was performed to the second plate. The applier needle was introduced into a soft tissue simulator, the red trigger was fully squeezed, the second plate was successfully deployed, no obstruction or difficulties while deploying were found. The overall complaint was confirmed as the observed condition of the truespan 12 degree peek would have contributed to the complained device issue. Based on the investigation findings, the potential cause can be traced to procedural variables, such handling of the device or product interaction during procedure; based on the evidence of biological matter found on the first plate and needle, it is not unreasonable that during the procedure a portion of tissue blocked the applier needle causing a mechanical obstruction during deployment, however this cannot be conclusively determined. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: investigation summary the product was not returned to depuy synthes, however a photo was provided for evaluation. Visual inspection of the returned photo found that the device is shown in used condition. The device's first plate shows deployed. The white sleeve was found deformed at the tip. The overall complaint was confirmed as the observed condition of the truespan 12 degree peek would have contributed to the complained device issue. Based on the findings, the potential cause for the first implant deployment issue is traced to procedural variables, such handling of the device or product interaction during procedure; the operator did not squeezed the red trigger to its fully position. As per instructions for use (IFU); at desired depth, fully squeeze the red deployment trigger while maintaining depth positioning to deliver the first implant. The implant is fully deployed when you hear an audible ¿click¿. The potential cause for the deformed withe sleeve tip is traced to procedural variables, such handling of the device or product interaction during procedure; it is not unreasonable that during the procedure, the tip of the white sleeve was damaged during needle insertion. As per IFU; during needle insertion use a malleable graft retractor or slotted cannula to prevent the needle from catching on or damaging soft tissue (e.g. Fat pad and/or articular surface). Once inside the joint space, remove the instrument. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that 2x truespan 12 degree peek devices became stuck during use. It was not reported if the device was used in a surgical procedure. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. This is report 2 of 2 for (B)(4).